Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, inappropriate mode switching due to oversensing was observed. Reprogramming was performed to minimize the oversensing. The lead was capped and replaced on (B)(6) /2017. There were no complications.